Event description:
It was reported that the device was failing calibration.

Manufacturer narrative:
(B)(4) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. Please disregard the initial report submitted with the MFR number: 3012307300-2021-09240.